Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
It was initially reported the ventilator's oxygen blending module board was replaced. The oxygen blending module board was not replaced, the sensor board was replaced.